Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: PMA/510(k) number k133339.

Event description:
It was reported that the implant at tooth site #18 were removed due to lack of primary stability. When placing 4.7mm implant bone was softer than expected and was unable to achieve primary stability. Had to switch to larger diameter switched to larger 6.0 implant and ended up with a small fracture of buccal plate so was unable to achieve stability here also. Ended up grafting site with puros. We will get patient back for new implant placement in 6 months

Manufacturer narrative:
Zimvie received one (1) tsvt6h10, (implant, tsv, 6.0 mmd, 10 mml, microgrooves, mtx full, ha) for evaluation. Visual evaluation was performed. The implants had signs of use with debris on their internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1255745. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255745 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿lack of primary stability + bone fracture¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was user error/patient factors refer to attached summary investigation for ¿lack of primary stability¿. Therefore, based on the available information, a device malfunction did not occur. Implant was returned with no damage that would cause or contribute to the event. The reported event could not be verified with all the available information. Lack of primary stability is a non-verifiable event as well. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.